Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, failed flow rate accuracy test was reproduced. Evaluation sent the device for flow testing and the device failed over 10%. The event history log review was completed. The customer did not provide the event occurred. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the mechanism door. The mechanism door requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed flow rate test at high during an unspecified process in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.